Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on december 17, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed a discoloration on each end of the cable. The ground resistance of the handpiece was measured and found to be within specifications. The handpiece was then primed and tuned without error on a calibrated console. Running the handpiece at 100% power was attempted but as soon as the footswitch was pressed, system message (sm) displayed. This sm was repeatable with an alternate tip. The handpiece was then tested on the dynamic tuning fixture (dtf) where it tuned successfully. The u/s and torsional strokes were measured and found to be within specification. The handpiece was disassembled as a result of the sm but no apparent damage or water ingress was observed. Although the reported event of no phaco was replicated when using the handpiece with the system, how or when the handpiece became nonconforming cannot be determined conclusively at this time. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A clinical manager reported that during a cataract extraction with intraocular lens implant procedure the handpiece would not perform phacoemulsification. The handpiece passed the prime test. The case was completed using an alternate handpiece. There was no harm to the patient.